Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. The patient was treated with injection reflin (500mg daily per bag, duration not reported) and injection fortum (500mg daily per bag, duration not reported) for peritonitis. Action taken with therapy was not reported. At the time of this report, the patient¿s effluent fluid is clear and the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.